Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 38-year-old female patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that, after five minutes of impella support, waveforms appeared to indicate pump saturation, and a purge pressure alarm sounded shortly after. Medical staff then decided to replace the pump. No patient harm has been reported.

Manufacturer narrative:
The investigation has been completed. The impella 5.5 s2 pump was not returned for investigation. Data logs were reviewed and saturated flow was observed after purge pressure rise trend and alarms. No motor current spike but motor current variation found without p-level change along with gradual purge pressure rise of 6 minutes. The cause of the high purge pressure issue was most likely biomaterial.